Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating. Customer had restarted the device several times but still failed, informed that there was no power or network issue at the site and station went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet had sustained liquid damage. The customer removed the damaged device for quarantine and transferred medications to a temporary replacement unit. A field service engineer (fse) cleaned all liquid found in the machine and replaced the pyxibus module control board (pmc) boards on auxiliary drawers 1-4, along with the drawer controller boards on half-high drawers 3 and 4. Drawer 3 showed visible smoke and severe thermal damage on board, requiring replacement of nearly all components, including the thermally damaged pyxibus cable. The pharmacy then tested every drawer by inventorying, moving, placing, and checking cubies, followed by functional verification in hardware test application (hta) to confirm all drawers operated properly. The system functioned as intended after the field service engineer repaired the device.